Event description:
Revision surgery of a genesis ii prothesis after 8 years and 2 month. Revision due to a ligamental instability and irregularity of the axial deviation. This revision is part of a clinical study at (B)(6).

Manufacturer narrative:
.